Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the pacemaker was oversensing noise or possible external electromagnetic interference triggering pacing inhibition. Programming changes were implemented. The patient was in stable condition.